Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07feb2020.

Event description:
The customer reported testing and notes that the unit alarms co2 rebreathing risk. There was no patient involvement. The manufacturer's fse (field service engineer) had the customer perform test 8 and noted that the unit produced a low leak co2 rebreathing alarm. The fse fond the whisper swivel was missing from the circuit. The customer reconfigured the set up and retested the unit. The passed testing following reconfiguration.